Event description:
(B) (4). The pt was implanted with her ipg on (B) (6) 2006. Ans received a copy of a medwatch report that the pt filed with the FDA in 2007 that stated that the pt had the ipg explanted. The report stated that the ipg was implanted in the wrong location and that she had to recharge 5 hours at a time and received hardly any relief. The ipg was not returned to ans for analysis.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.